Event description:
It was reported that during the second phase procedure to implant the implantable neurostimulator (ins), the surgeon noticed there was fluid in the lead body. The lead was then explanted. The cause of the issue was not determined and the issue did not resolve. It was unclear if a new lead was implanted. There were no patient symptoms associated with the event. Follow-up has been requested to provide additional details surrounding the event. A supplemental report will be made available when this information is received.

Event description:
Additional information was received which reported that a new lead was not implanted. The patient was well and recuperating fast.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead found no anomaly. Body fluids inside the lead do not impact the lead¿s performance because the conductors are individually insulated. The lead was electrically ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction - the analysis summary has been updated to the following: analysis of the lead found no significant anomaly. Body fluids inside the lead do not impact the lead¿s performance because the conductors are individually insulated. The lead was electrically ok.